Event description:
It was reported that a malfunction alarm occurred after pump was exposed to x-ray. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. The customer continued to use the pump for insulin therapy.